Event description:
Customer requested a loaner cooler-heater to replace a unit removed from service due to concerns with environmental cultures obtained. The customer indicated they weren't allowed to give information on the patient, but did mention there was one with an ntm infection, non-sternal wound.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The hospital informed cardioquip that they removed an mch-1000(I) due to a potential device infection. The reporter on the issue stated that they are not allowed to give any information as an investigation by the risk department was being performed. On (B)(6) 2021 during a conference call the hospital representative stated that they are not concerned with cardioquip devices being associated with any patient infections at this time.